Event description:
Boston scientific received information that a perforation occurred with an catheter during coronary sinus cannulation. Additional information received indicated that the right atrial (ra) lead and right ventricular (rv) lead was put in place but not the left ventricular (lv) lead. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.